Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. One used 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath was properly mated with carrier tube assembly. No other components were returned for analysis. Visual inspection revealed the hemostasis sheath was noted in a curve shape. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present but had not properly posted to the distal tip. Functional testing was conducted and the deployment sleeve was moved into the forward lock position which led to the release of the anchor. The device was then pulled to rear lock position which led to posting of the anchor against the sheath tip. Digital force was then applied to the anchor and the tamping tube was released and the suture unwound as intended. There were no other functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the device was not placed the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight - (B)(6). Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was deploying the involved angio-seal, and he deployed the footplate and the entire device pulled out of the arteriotomy. The tech stated that there was damage to the end of the sheath that would not allow the footplate to deploy. They held pressure, and the patient was reported to be stable. Estimated blood loss was less than 250cc. The procedure outcome was successful. Additional information was received on (B)(6) 2019. The procedure was a coronary intervention with a 6fr procedural sheath. A pre-deployment angiogram was performed. After they set the anchor the entire device pulled out including the foot plate (anchor). They held pressure for 15-20 minutes to achieve hemostasis. There were no other equipment or devices used with the angio-seal.